Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to position with the guiding catheter and stent dislodgement; however the device embedded and additional treatment appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a de novo lesion in the left anterior descending (lad) coronary artery. The 2.5 x 12 mm xience alpine stent delivery system (sds) was advanced using a 6 fr guideliner; however, when the sds exited the guideliner the stent dislodged in the vessel due to resistance with the guideliner. A balloon and a non-abbott stent were used to compress the dislodged stent in an unintended site completely outside of the target lesion. A new xience alpine was advanced to the target lesion successfully to complete the procedure. There was no adverse patient sequel and no clinically significant delay in the procedure. No additional information was provided.